Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, concentric, 100% stenosis in the right coronary artery (rca). The 1.5 x 6 mm minitrek balloon catheter was advanced; however, it would not advance past the ostium of the right coronary artery, thus the balloon was inflated, but ruptured during first inflation at 6-7 atmospheres. The lesion was dilatated with a non-abbott balloon catheter and a 2.5 x 12mm nc trek. A 3.0 x 12mm nc trek balloon catheter was advanced for further dilatation; however, the balloon ruptured during first inflation at 10 atmospheres. The procedure was complete at this point. Resistance was felt during advancement with the anatomy; however, there was no resistance felt during withdrawal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.